Event description:
Started with having swollen glands in my throat and ringing in my ears and head and ear fullness. Now I have headaches, swollen lymph nodes under my arm, fatigue, lips dry, dry eye, heart palpitations. FDA safety report ID#: (B)(4).